Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: during the investigation, a review of the black box confirmed a 078-0008 (motor rewind error) in the pump history. The pump¿s rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump¿s display was found to be dim with a pinkish hue. The pumps was opened, and traces of moisture/corrosion were observed in the motor drive circuit area. Unrelated to the original complaint, the battery compartment was found to be cracked along the side of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.